Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the experienced hyperglycemia and hypoglycemia. The patient's blood glucose was 19 mg/dl; paramedics arrived on scene and treated the customer. Troubleshooting did not occur for the fluctuating blood glucose values. The insulin pump was not returned for analysis.